Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed and was located in the moderately tortuous and severely calcified lm.

Manufacturer narrative:
Updated b5: describe event or problem.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 28 mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed and was located in the moderately tortuous and severely calcified lm.